Manufacturer narrative:
The reported complaint of a leak from the cool line catheter (lot 212939) was confirmed during functional testing. A pinhole leak was observed from the distal end of distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Blood residue was observed in the luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the distal end of distal balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the cool line catheter with lot number 212939.

Event description:
On 3/17/2026, six days after initiating ivtm therapy using the cool line catheter (lot 212939) for a patient with a head injury, during cooling, the air trap alarm sounded, and the saline in the saline bag was empty. Temperature management was terminated at that point. The alarm on the console was cleared, and the console is back in service. No injuries to the patient have been reported.

Manufacturer narrative:
The catheter in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.